Event description:
It was reported that the right atrial lead dislodged and was repositioned. On (B)(6) 2013 the lead dislodged again and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.